Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent a bt shunt procedure with a gore tex® vascular graft. Three days post implant it was reported that the physician removed pericardial fluid by pericardiotomy. Seroma was observed along a portion of the device. The physician decided to take a wait and see approach.

Manufacturer narrative:
The exact event date is unknown. However, based on the available information march 1 will be considered the estimated implant date making march 3 the reintervention (event date) date. The march 3 reintervention date is an estimate based on the available information.

Manufacturer narrative:
The previously submitted date of event ((B)(6) 2018) is incorrect. The date of event is unknown.